Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that telemetry on the pump was performed with the 8840 clinician¿s programmer on the day of the call ((B)(6) 2019). It was discovered that the pump had been stopped for 75 hours. This was not expected. A week ago, the doctor saw the patient for a dose adjustment. The rep was inquiring about next steps. Troubleshooting was performed with the caller, reviewing pertinent information per the caller's inquires. The caller then stated the clinic was calling him back and abruptly left the phone conversation. The caller did not complete programming. There were no symptoms reported. The cause of the stopped pump was unable to be determined. Actions/interventions taken to resolve the issue included the doctor using the 8840 to switch the mode from stopped to minimum rate. After ending the session, he interrogated the pump once again to verify the proper mode. The issue was resolved at the time of the report. There were no further complications reported/anticipated.